Event description:
Diabetes provider was very excited when first entering the room to go over my reported 6.5 gmi from the clarity app, which uses dexcom data. The true results of my a1c finger stick were 7.1. This is concrete data that dexcom is consistently incorrect, and in this case continuously reading higher. This is bad because my omnipod 5 automatic insulin delivery system ought to be giving me insulin a lot more often but because of dexcom's faulty readings my true blood glucose appears to constantly be higher than dexcom's reading, even though within the mard. If we use the following formula: "mard (%) = [(/gmi - a1c/) / a1c] 100 where: gmi is the glucose management indicator value (6.5 in this case). A1c is the actual a1c value (7.1 in this case). Plug in the values: mard (%) = [(/6.5 - 7.1/) / 7.1] 100 mard (%) = [(/-0.6/) / 7.1] * 100 mard (%) = (0.6 / 7.1) 100 mard (%) ? 8.45%". So, the average mard discrepancy between the gmi (6.5) and the actual a1c (7.1) is approximately 8.45%. This means that, on average, the gmi value is about 8.45% lower than the actual a1c value in this specific case. Even though this sits much lower than the > 20% threshold, this is clear evidence that the product is not working optimally, and they ought to be scrutinized to improve.